Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. Customer¿s blood glucose was 19 mmol/l. Troubleshooting was performed for pump error and the customer stated that they are able to successfully clear the alarm. Customer was assisted with self test and test did not pass. The insulin pump will return for the analysis.